Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). The patient had no stimulation sensation since her surgery to have her battery replaced. The patient reported they had their battery replaced on (B)(6) and she was told ¿to press two buttons for 60 seconds but couldn¿t remember which ones.¿ it was noted the ins she had now was a bigger one and she wasn¿t getting any stimulation through her spine. She was currently hooked up with the recharger and it kept shutting off. The patient used her patient programmer (pp) to check the ins but the pp wouldn¿t turn on. She was unaware of the last time she changed her batteries. A problem with the patient programmer (pp) was reported. Applicable battery considerations were reviewed as well as changing the batteries which resolved the pp turning on. Button use, synching with the ins, and how to attach and detach the antenna was reviewed. The patient reported being unable to adjust stimulation. It was recommended to reposition the pp or the antenna over the ins. The patient was getting the poor communication screen on the pp. It was noted she didn¿t have a bandage but it was swollen in the pocket area. The patient was walked through repositioning the antenna and it still continued to occur where the patient kept getting the poor communication screen. The patient was then instructed to get her recharger and walked through how to use the antenna locate feature to see if they could find the best positioning and the patient was still getting the reposition antenna screen and it didn¿t connect. A communication problem was reported. It was reviewed how to reposition the antenna and press the start charge button, and it was recommended to palpate the ins pocket to assess depth and position of the ins. The status of the pocket would and how it could affect recharge telemetry was reviewed. It was noted the patient¿s wound was pretty much healed up but she was getting her stitches out on (B)(6) 2015. It was reviewed that it wasn¿t recommended to charge over an unhealed wound. It was reviewed that either the pp or recharger weren¿t connecting to the ins. The patient was redirected to their hcp to clarify if they actually got the ins replaced or was it just repositioned and needed to have a physician mode reset performed. No interventions or outcome were re ported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.